Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available.

Event description:
It was reported that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillators (crt-d) exhibited an increase in shocking impedances reaching high, out of range measurements. The system has a triad configuration. Technical services (ts) recommend a breakdown of shock vectors, to program rv to pg would proximal coil would be out of range. Also, a defibrillation threshold (dft) dft test was recommended, however, if rv coil was out of range, the recommendation was to replace lead. Furthermore, isometrics with serial and wireless ECG to provide visibility to proximately of proximal coil were recommended. The rv lead and the crt-d still remain in service. No adverse patient effects were reported.